Event description:
It was reported that the system 9800 was unable to fully initialize, due to a pre charge error. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger tested okay. The system was tested and found to be working as intended and placed back into service.